Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a few beats of oversensing of noise on the right ventricular (rv) channel. Review of device data by boston scientific technical services confirmed the source of noise was thought to be from the diaphragm. Troubleshooting options were provided to the field and the ICD remains in service. No adverse patient effects were reported.